Event description:
The surgeon implanted an aq2010v silicone three piece lens but it tore while it was being ejected, tearing the cartridge in the process. The incision was enlarged to remove the lens and sutures were required to close the wound. The scrub technician indicated that it was unk as to why the lens tore. An msi-tm injector and an aq cartridge were used but the lot numbers were not known by the facility.